Manufacturer narrative:
Date device returned to manufacurer was inadvertently missed in the initial report. It has been updated as (B)(6) 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack was found to be missing and there was insufficient loctite adhesive applied to the thread of the bearing stack during manufacturing process. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly and manufacture. This issue has been escalated to CAPA. F information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the bearings fell out of the attachment device. There were no delays in the surgical procedure as spare device was available for use. There was patient involvement reported. The reporter was unable to provide details if any pieces fell into the patient or if all pieces were retrieved. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.